Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported that during an unspecified dental surgical procedure it was observed that the electric pen drive device and the burr attachment device were rotating slowly when used together with the cable to console device. It was reported that there was no delay to the procedure as identical spare device were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated nor confirmed. Therefore, an assignable root cause was not determined. An assessment was performed on the device which determined that it was functional and passed all operational specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.